Event description:
Therapist was walking into the room while other therapists were bringing the gantry to the head up position to park for the next treatment. The therapist that was walking into the room heard a noise and ran into the room to find the pt and the couch top on the floor. The pt experienced a broken bone. Customer set the parameters to values from their rv sys and found that the gantry hits couch when rotating.

Manufacturer narrative:
Immediate correction: customer has been sweeping gantry before treating new pts to verify the gantry will clear. Though still under investigation, varian has determined that this situation, should it recur, could result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation. (B)(4).